Manufacturer narrative:
(B)(4) d10: m2a-magnum pf cup 56odx50id item: us157856 lot: 331500. M2a-magnum 42-50mm tpr insrt-6 item: 139252 lot: 248230. Mlry-hd lat por fmrl 15x180mm item: 11-104215 lot: 371880. G2: foreign ¿ canada h6: proposed component code: mechanical (g04) - head . The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 5 years post implantation due to painful metal on metal total hip arthroplasty. During the revision, it was noted that there was no evidence of metallosis, pseudotumor, or infection. The shell and head were exchanged without complications. No additional information available for the reported event.